Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side "fluid building up" and "concern with the product." Additionally, healthcare professional reported pain. Device remains implanted.

Manufacturer narrative:
.Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order # (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed split in patch area, it is out of specification per qa199.04 which is not related to the reported complaint. During the trend review of all split in patch complaints for gel breast implants for the period of (B)(6) 2018 through (B)(6) 2020, was noted an outlier in (B)(6) 2018. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Patient reported right side "fluid building up" and "concern with the product." Additionally, healthcare professional reported pain. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, deformation, voids, yellow biological tissue on the shell and device appearance (observed split in patch area, it is out of specification per qa199.04 was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint). Weight measurement identified the device weight within specification. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis, the final assessment is split in patch area, due to workmanship. Further investigation has been initiated.

Event description:
Device has been explanted.